Event description:
It was reported that during the implant procedure, a lead could not be inserted into the header without excessive force. Following insertion, the pacing and hv lead impedance was high and out of range. Lead was replaced.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.